Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while removing excess air from the cartridge, the customer was able to continuously pull air out without resistance. The customer changed out the syringe and the air removal was completed. There was no reported impact to the blood glucose.